Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. The patient did not experience any adverse events and was stable following the intervention.